Manufacturer narrative:
Reported event: an event regarding pain involving a metal head that was mated with an accolade stem was reported. Disassociation was confirmed by clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary, implant record from a revision tha surgery, revision surgery operative report, physical therapy discharge note and an ap x-ray of a failed tha. The event description from the product inquiry summary states: patient had total hip 13 years ago and recently started to experience pain in her hip. The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. There is significant peri-acetabular osteolysis. All these findings are further described in the operative report which also mentions significant metallosis throughout the hip. Historically the surgeon notes that the patient had a chronically painful tha which went on to acute failure necessitating revision surgery. It is confirmed that the patient had a revision tha surgery related to failure of the trunnion and head interface with trunnion deformation and head dissociation. In addition, there was loss of fixation of the acetabular component.. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary, implant record from a revision tha surgery, revision surgery operative report, physical therapy discharge note and an ap x-ray of a failed tha. The event description from the product inquiry summary states: patient had total hip 13 years ago and recently started to experience pain in her hip. The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. There is significant peri-acetabular osteolysis. All these findings are further described in the operative report which also mentions significant metallosis throughout the hip. Historically the surgeon notes that the patient had a chronically painful tha which went on to acute failure necessitating revision surgery. It is confirmed that the patient had a revision tha surgery related to failure of the trunnion and head interface with trunnion deformation and head dissociation. In addition, there was loss of fixation of the acetabular component.. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had total hip 13 years ago and recently started to experience pain in her hip. Update as per med review comment: "the x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. "

Manufacturer narrative:
Reported event: an event regarding pain involving a metal head that was mated with an accolade stem was reported. Disassociation was confirmed by clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information including the product inquiry summary, implant record from a revision tha surgery, revision surgery operative report, physical therapy discharge note and an ap x-ray of a failed tha. The event description from the product inquiry summary states: patient had total hip 13 years ago and recently started to experience pain in her hip. The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. There is significant peri-acetabular osteolysis. All these findings are further described in the operative report which also mentions significant metallosis throughout the hip. Historically the surgeon notes that the patient had a chronically painful tha which went on to acute failure necessitating revision surgery. It is confirmed that the patient had a revision tha surgery related to failure of the trunnion and head interface with trunnion deformation and head dissociation. In addition, there was loss of fixation of the acetabular component. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information including the product inquiry summary, implant record from a revision tha surgery, revision surgery operative report, physical therapy discharge note and an ap x-ray of a failed tha. The event description from the product inquiry summary states: patient had total hip 13 years ago and recently started to experience pain in her hip. The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. There is significant peri-acetabular osteolysis. All these findings are further described in the operative report which also mentions significant metallosis throughout the hip. Historically the surgeon notes that the patient had a chronically painful tha which went on to acute failure necessitating revision surgery. It is confirmed that the patient had a revision tha surgery related to failure of the trunnion and head interface with trunnion deformation and head dissociation. In addition, there was loss of fixation of the acetabular component. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had total hip 13 years ago and recently started to experience pain in her hip. Update as per med review comment: "the x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. "